Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that myopotential over-sensing and low amplitude r waves were noted on the rv lead. The rv lead was reprogrammed before being capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing / noise was noted on the right ventricular (rv) lead. A possible lead fracture was also noted. The lead remains in use. No patient complications have been reported as a result of this event.